Event description:
It was reported at implant attempt, the impedance was high, > 4000 ohms, and there was no capture, unable to pace. The lead was not implanted and was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies were found; the full lead was analyzed.